Event description:
A 20% lower glucose readings; I have been wearing the freestyle libre 14-day cgd since (B)(6) 2021. Every a1c test is completely off of the 90-day average glucose the devise indicates, by approximately 15.4%. My 90-day glucose, per abbott lab's sensor is 117. That value corresponds to an a1c of 5.7, almost non-diabetic. However, my a1c is 6.3, which equates to 135. That difference is consistent with my june comparison. I contacted abbott's customer service on (B)(6), regarding this concern. No response or clarification has been received to date. That kind of differential could be dangerous to my health. Kindly. Investigate this product, as well as the unacceptable level of service to patients. Thank you. FDA safety report ID # (B)(4).